Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material left in the device was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was advised to send the pcf-h180al scope to the national service center for evaluation. The customer informed they would consult with staff at the facility and contact the endoscope support specialist. The device was not returned till date. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, yellowish brown residue was present on top of the flexibility adjustment knob of the videoscope even after reprocessing. This issue happened with two scopes. There was no patient involvement. This report captures complaint on patient identifier (B)(6) model number: pcf-h180al, model description: evis exera ii colonovideoscope. Patient identifier (B)(6) captures complaint on the second scope (model number: pcf-h190l, evis exera iii colonovideoscope) with the same issue.